Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a damaged set screw.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The physician was concern that there was header setscrew issue with the right ventricular (rv) lead port. The device measured high rv lead impedance and high left ventricular (lv) lead impedances with reference to the rv lead. A new device was implanted and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.